Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This complaint involves one (2) devices. Photo investigation the product was not returned to depuy synthes; however photos were provided for review. The photo investigation revealed that '03.404.018s reamer head f/ria 2 ø11 has prongs broken. The observed condition of the device was consistent with reamer heads breaking because of deviation from the recommended surgical approach of 10 degrees. Since the device was not returned, a dimensional inspection cannot be performed. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for reamer head f/ria 2 ø11. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part:03.404.018s lot:10541p3 manufacturing site: werk selzach supplier: depuy synthes products, inc release to warehouse date:05 mar 2024 expiration date: 01 mar 2034 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the ria system fused with the tube assembly (blue part of the tube) and the realer head broke. The fragments that were generated were easily removed. There was no surgical delay. The procedure was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.